Event description:
During surgery, the screw head of the cortical screw broke off. The threads of the screw remain in the pt.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint database was not provided. Provided info states the product is not suspected of contributing to the event. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.